Event description:
It was reported that the patient is having increased blood pressure, abnormal EKG, low blood filling in her heart and valve issues. The patient thinks the vns is causing the problems since she did not have issues until after implant. The patient has a history of pericarditis in the past. Her cardiologist is not sure what is causing the problems with her heart. The patient's device was turned down 2 weeks ago and the patient stated she feels better. The cardiologist thinks the vns is over stimulating her which may be the problem (it is unclear whether this is meant as a device issue i.e. The vns is over stimulating her or that the patient is generally over stimulated). The patient has been seizure free for over 6 months and does not want to turn off the vns. It was also stated that her operating report mentioned removing scar tissue on her jugular carotid and vns area, and the cardiologist states that he can hear a difference in the left and right side of her carotid area. No additional relevant information has been received to date.

Manufacturer narrative:
F10. Clinical code- correction - inadvertently code e0623 was not coded on the initial MDR submitted.